Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 290cc mentor smooth round high profile prostheses and suffered several unexplained systemic symptoms. The symptoms were breast pain, joint pain, difficult to breath, feeling heavy on her chests, breasts are sensitive to touch, fevers, muscle pain, hair loss, pain in her lower body, elevated white blood cell count, brain fog, and fatigue. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The diagnosis of fibromyalgia and sclerosis was confirmed by a healthcare professional. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a revision breast augmentation with two 290cc mentor smooth round high profile prostheses and suffered several unexplained systemic symptoms. The symptoms were breast pain, joint pain, difficult to breath, feeling heavy on her chests, breasts are sensitive to touch, fevers, muscle pain, hair loss, pain in her lower body, elevated white blood cell count, brain fog, and fatigue. No device issue was reported. The root cause of the patient¿s symptoms is unclear. The diagnosis of fibromyalgia and sclerosis was confirmed by a healthcare professional. The patient is planning to undergo bilateral removal without replacement. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor received information regarding the patient¿s symptoms. The patient experienced bilateral capsular contracture (unknown grade). The relevant field has been updated. Manufacturer's reference number: (B)(4).